Manufacturer narrative:
Section h6: health effect - clinical code and impact codes - have been corrected.

Event description:
User reported false positive result. Negative pcr 5 days later. Asymptomatic.

Event description:
User reported false positive result. Negative pcr 5 days later. Asymptomatic.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.